Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch vita enhanced read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 2x daily and manages her diabetes with lantus insulin (42 units). The alleged issue began on (B)(6) 2013. The patient reported blood glucose results of "208 mg/dl, 149 mg/dl and 168 mg/dl" with the subject meter. Based on the "168 mg/dl" result, the patient reportedly was administered an additional dose of fast insulin (42 units). About an hour later, the patient obtained a blood glucose result of "40 mg/dl". At that time, the reporter claims the patient felt symptoms of sweating, "not clear vision", and dizzy. The patient ate sugar blocks as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(6) 2013 with the following finding: the test strip passed testing with no faults found. The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.